Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were being used to deliver unspecified medications via gravity. The option-lok male adapter of the tubing sets were connected to the female adapters of unspecified IV catheters and the spin collars of the option-loks were applied. After unspecified lengths of time in use, it was reported that the option-lok male adapters disconnected from the IV catheters. Leaks of solution and unspecified volumes of blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delay of therapies critical to theses pts. No medical interventions were required. Though requested, no add'l info was provided.